Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image only with 180 series scopes. The probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported sometimes the subject device was blank during set up / inspection for use. There were no reports of patient involvement.